Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user performed a factory reset of the ilet system after experiencing recurrent low glucose episodes last recorded at 47 mg/dl that they attributed to maladapted algorithms caused by frequent pump pauses. The pump was subsequently re-paired to the mobile app, and the user treated lows with oral glucose. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.